Event description:
It was reported that during the procedure the occlusion balloon catheter leaked. There were no patient complications due to this event.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed a kink at 81.5cm from the hub. During functional testing the balloon could not be inflated or flush. A guidewire was inserted and advance up to 66cm from the balloon microcatheter proximal end; however, the guidewire could not advanced out the distal portion of the microcatheter. Harden saline was suspected to be the cause of the occlusion as saline was noted on the guidewire. The device was soaked in warm water for approximately 15 minutes in an attempt to remove the saline. During a second attempt to advance the guidewire, restriction was encountered at 73cm from the balloon microcatheter proximal end. A 0.014'' mandrel was also inserted into the balloon catheter, but restriction was also encountered at 73cm from the proximal end. Information available indicated that the balloon catheter was confirmed to be in good condition post unpacking, the balloon inflated without any issues during preparation and the seal at the tip held. Based on all the information available, it is probable that procedural factors resulted in the device finding limiting its performance during procedure. Therefore a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the procedure the occlusion balloon catheter leaked. There were no patient complications due to this event.